Event description:
It was reported that after supporting a pt on a cardiohelp for approx 30 minutes, the clinicians noticed a decrease in lpm flow (from approx 3.0 l/min to 1.5 l/min), an increase of the pven (from approx negative 60 mmhg to negative 7 mmhg), and increase of the pint (from approx 140 mmhg to 190 mmhg) and a subsequent increase in the delta p (from approx 20 mmhg to 130 mmhg). This occurred after re-positioning of the cannula. The set was checked for clot formation. The device was replaced during treatment. (B)(4).